Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the lead connector was extrinsically damaged. The analyst noted that the product failed to meet visual specification because the outer insulation pulled out of the connector. If information is provided in the future, a supplemental report will be issued.